Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar implant procedure on (B)(6) 2023. The procedure was performed with local anesthesia and fiducial markers were placed transperineally prior to the spaceoar vue implant. During the procedure, two hydrodissections were performed to confirm the right place. The first one was not successful, but the second one seemed like it was good. The physician started the injection and thought it was going well, but then he saw the hydrogel in the lumen and the probe itself. It was noted the patient was small, with a big prostate. A computerized tomography (CT) scan was performed. The further review of the images confirmed that there was a track of hydrogel into the rectal wall anteriorly and some of it went into the lumen. On sagittal view, it looked like most of the hydrogel was superior at the level of the seminal vesicles or higher and the rectal wall infiltration was determined to not be right against the prostate. The patient is asymptomatic, reportedly doing fine, and is on a short course of androgen deprivation therapy (adt). The patient was also given antibiotics and a stool softener. A gastroenterology appointment was also being scheduled. In addition, follow up magnetic resonance imaging (MRI) was being considered to determine the rectal wall injection's significance. The patient's radiation treatment, planned as external beam, will be put off until resolution of the rectal wall injection.

Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the manufacture date and expiration date are unknown. Adverse event problem: impact code f2303 captures the reportable event of medication required; problem code a1502 captures the reportable event gel misplaced - non-vascular.